Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 31st dec 2024, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis, the glucose inaccuracy appeared to correspond to a drop in combined coil current. A transmitter replacement was approved due to system performance, and an RMA was issued for the transmitter for further investigation. However, the transmitter was not returned to senseonics by the closure of this complaint. A review of the glucose data, however, showed that the user's accuracy did not improve with the replacement transmitter used 11 jan 2025 - 21 jan 2025. The sensor was subsequently replaced under case (B)(4). Sensor was returned from the field. A visual inspection of the sensor showed a small portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is potentially due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing revealed optical instability in the long end distal region, which was also observed in the in vivo raw data. This area was de-weighted by the system and was not contributing to the sensor glucose. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the sensor inaccuracies may potentially be related to an issue with the in vivo state of the sensor hydrogel. The transmitter was not returned to senseonics by the closure of the complaint, so there are no log files available for further analysis. B4. Date of this report 21 may 2025. G3. Date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.